Event description:
A device report from (B)(6) indicated: a hospital in (B)(6) reported: during a procedure surgeon was inserting a nail 315mm in length surgeon observed an easily visible kink at the level of the middle locking hole and discovered the nail was bent. Surgeon removed the nail, selected a 300mm nail and the procedure was completed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.